Manufacturer narrative:
Follow-up #1 date of submission 09/27/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/30/2016 with the following findings: a review of the black box data showed multiple reboots. A visual inspection of the pump showed that the battery compartment was cracked. The returned battery cap had damaged threads and was unable to attach on to the pump. A test cap was able attach on to the pump and the pump was then exercised for 24 hours with no issues. The pump cover was opened and no internal defect was found. The complaint was not duplicated during testing. Unrelated to the complaint, the display was dim and discolored. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported the battery compartment was damaged and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.